Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following was obtained from an article titled, "a case of successful treatment of aortic mechanical valve thrombosis complicated by hemorrhagic gastric ulcer by using anticoagulant therapy" in the japan surgical association, 2016 vol. 77, no.6 page 1358 to 1362. On an unknown date in june 2011, an aortic valve replacement (avr) was performed due to aortic valve stenosis and a 19 mm regent mechanical heart valve was implanted. The postoperative course was uneventful and the patient was discharged and controlled by warfarin at another hospital. In january 2014, warfarin was discontinued for one month due to prolonged inr of prothrombin time (pt-inr). In february 2014, dabigatran etexilate was administered for one month. In march 2014, warfarin was re-started. In july 2014, the patient presented to the emergency room complaining of general fatigue and tarry stool. Hemorrhagic gastric ulcer was diagnosed and endoscopic hemostasis was conducted. On the following day, an echocardiogram was performed and a high gradient was confirmed in the patient's aortic position. On day 3 of the hospitalization, one of the leaflets remained fixed in a semi-closed position. The patient was diagnosed with prosthetic valve dysfunction and anticoagulant therapy was continued with warfarin and heparin. On day 45 of hospitalization, the mobility of the leaflet was confirmed to be improved via fluoroscopy, and it was determined that this event was caused by thrombosis instead of pannus formation. However, the surgeon could not identify the timing of thrombus formation on this valve. On day 59 of hospitalization, the patient was discharged from the hospital and was monitored with outpatient anticoagulant therapy. Both leaflets of the valve became completely mobile. Eighteen months after discharge, no thrombus formation was observed on the valve.